Manufacturer narrative:
H3: product analysis part# 9561524 ; lot# my11l001- visual inspection revealed that the flex arm was returned with no missing or disassembled components. Functional evaluation confirmed the handle was able to be tightened and loosened but the flex arm was not able to maintain the position once tightened. The internal locking mechanism seems to be worn from repeated use. H6: updated eval. Code method and eval. Code result post analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a spinal product using a flex arm in a laminectomy with metrx tubes for leg pain. It was reported that the flex arm would not move to specific position, was very tight, and will not loosen. When attempted to use, it would slip out of place when locked down. There were no patient symptoms or complications as a result of this event. The reported product had been used before. No further complications were reported/ anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.